Manufacturer narrative:
(B)(4).the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instruments were found to be chipped and cracked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR # 0001822565-2018-02723.